Event description:
The novasure device was attached to the machine. A cavity assessment was performed but when the device was enabled for ablation, the "array position" light came on and the device would not deflate. The process was repeated, including measurement of the cavity, however, the novasure device again failed to ablate and the "array position" light came on again. At this time, the device was removed and a second device was opened, which worked properly.